Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "intermittent bubbles" (air leak). The surgeon reported intermittent bubbles from the laser probe. No patient injury was reported.

Manufacturer narrative:
The samples have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).